Manufacturer narrative:
Philips service replaced the hard drives, keyboards, usb mouse, and ps2 adapters; loaded software; and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the big screen monitor was not working due to failed hard drives on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.